Event description:
It was reported that the ilet display became scrambled while the user could still view blood glucose data in the mobile app, and a replacement device was arranged. Symptoms included no reported adverse physiological effects and no impact to blood glucose levels. Outcomes included the user reverting to backup therapy as advised and seeking guidance from a healthcare professional for interim insulin management. Investigation included review of user report and image submitted and inspection of the returned device. Investigation of this device revealed a suspected display malfunction of the pump user interface that impaired on-device readability without affecting glucose control as observed by the user. It was concluded, based on previously established findings for similar reports, that the cause was a device display failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.